Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/24/2015 for investigation. Investigation results are as follows: visual inspection of the returned platform was performed and found holes on the load plate cover. The physical damage found during visual inspection is unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the platform's archive data was performed and found that no sessions occurred on the reported event date of (B)(6) 2015. However, the archive data indicated that multiple ua 7 messages occurred on other dates, thus confirming the customer's reported complaint. The reported ua 7 message was also duplicated when the platform was powered on for functional testing. Initial functional testing could not be performed due to the ua 7 message. A load cell characterization test was performed, which found that both load cells were defective. Unrelated to the reported complaint, inspection of the platform found a large amount of corrosion on the metal layer of the top cover. Based on the investigation, the parts identified for replacement were the two load cells, the load plate cover and the top cover. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed during review of the platform's archive data and was also duplicated when the platform was powered on for functional testing. The root cause of the ua 7 message was determined to be defective load cells. The physical damages found during investigation are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.